Event description:
The hospital returned a heartstring seal without orignally reporting it as a complaint. The seal was received cracked. Additional information received later stated that a replacement device was used to complete the case. No patient complications were reported. The device was used past its labeled shelf date.